Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided that the patient's issues will resolve over time, but no issues as of last visit. The prognosis is good.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a vitreous prolapse and displacement of the iol occurred. The iol was exchanged for a different model in a secondary procedure. Additional information was provided that the lens became dislocated, not because there was an issue with the lens, but for other reasons.